Manufacturer narrative:
Alleged failure: image cutting out during use. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: loose prism bracket mount. The most likely root cause of the issue could be that the camera head was dropped, and the prism block moved creating the issue seen by the customer. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.